Event description:
Reporter indicated that a vns hp jornada handheld computer was no longer holding a charge, and not staying on for more than a few minutes after being unplugged from the charger. The handheld computer and flashcard have been received, and are currently in product analysis.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.